Manufacturer narrative:
Device evaluation: the device has not been returned. A retain sample with same lot c200026 was evaluated by product analysis on 05/11/2016 with the following findings: a fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value of 15.00mmol/l with symptoms of extreme thirst and extreme urination. The patient reportedly did not require medical intervention. The patient reportedly self treated and remained on insulin pump therapy. The patient reportedly was not using the cartridge per instructions for use. The patient reportedly was attached to the pump during the prime step and the pump emitted multiple loss of prime alarms. Troubleshooting indicated no issues with the device(s) and the pump successfully performed the prime, rewind and load steps. The complaint is being reported because the patient experienced an adverse event due to use error of the device.